Event description:
As reported, on a survey for an aviator¿ plus pta balloon dilatation catheter used in renal artery interventions, respondent #26 stated that a reintervention was required after the balloon burst due to extremely calcified plaque.

Manufacturer narrative:
This complaint originates from an anonymous survey. Therefore, the event date, catalog nuber, lot number, and reporting facility are all unknown. Complaint conclusion: as reported, on a survey for an aviator¿ plus pta balloon dilatation catheter used in renal artery interventions, respondent #26 stated that a reintervention was required after the balloon burst due to extremely calcified plaque. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, vessel characteristics are the likely cause due to the extreme calcification reported. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.